Event description:
It was reported that during flushing of the steerable guide catheter (sgc), a leak was observed at the hemostasis valve. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak/splash associated with a loss of fluid column. It was noted that the silicone valve inside the sgc hemostasis valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided and the analysis of the returned device, the reported leak appears to be related to the observed tear in the silicone valve of the sgc hemostasis valve. A cause for the observed tear, however, could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during flushing of the steerable guide catheter (sgc), a leak was observed at the hemostasis valve. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that during flushing of the steerable guide catheter (sgc), a leak was observed at the hemostasis valve. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.